Event description:
It was reported that a rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was first predilated with 1.5 x 15mm and 2.0 x 15mm balloon. A 2.50mm x 15mm nc emerge balloon catheter was introduced. However, the balloon ruptured after five seconds during the first inflation at 16 atmospheres. Contrast liquid was diffused into the vessel but just a small amount, and everything was fine after. The device was removed and the procedure completed successfully with another device. There were no patient complications and the patient condition was ok post procedure.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was heavy contrast present in the inflation lumen and the balloon. There was minimal blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 6mm from the tip of the device. There was no markerband damage detected as the pinhole was near the markerband. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event.

Event description:
It was reported that a rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was first predilated with 1.5 x 15mm and 2.0 x 15mm balloon. A 2.50mm x 15mm nc emerge balloon catheter was introduced. However, the balloon ruptured after five seconds during the first inflation at 16 atmospheres. Contrast liquid was diffused into the vessel but just a small amount, and everything was fine after. The device was removed and the procedure completed successfully with another device. There were no patient complications and the patient condition was ok post procedure.